Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient experienced hypoglycemia, he was ¿sweating bullets¿ and experienced shakiness, nausea, dizziness, and finally lost consciousness. At an unspecified time of the event the cgm was reading 17.0 mmol/l and the blood glucose reading was 1.9 mmol/l. Emergency medical services were called and the emergency doctor treated the patient with glucagon. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.